Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on an unspecified date the patient experienced elevated blood glucose (bg) of 480mg/dl with exhaustion and no energy. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. The reporter stated that the basal history matched the active basal programs and an air bolus was successfully programmed and accurately recorded to the pump histories. During troubleshooting, it was noted that the basal delivery totals in the total daily dose history did not match, but the reason for the discrepancy was known. Reportedly, the discrepancy was due to the patient suspending the pump, accessing the basal edit screen, and the patient making changes to basal settings without input from their healthcare provider. No pump defects were found during troubleshooting. The patient was referred to their healthcare provider for diabetes management. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.

Manufacturer narrative:
Follow-up #1: date of submission 11/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/10/2016 with the following findings:a review of the black box indicated that the last basal delivery occurred on (B)(6) 2016 at 12:04pm prior to an ¿auto off¿ alarm and deliveries were never resumed. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications.